Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l4-l5 spinal root decompression. 9 days later, the patient presented with generalized "weakness" in the legs. The investigator noted the event as mild in intensity. The physician prescribed celebrex as treatment for the condition. The condition was reported resolved with treatment in 06/99. The investigator noted this event as unrelated to the administration adcon-l. The investigator noted the illness being treated as possible causes for the event. In 08/99, the patient presented with "right side lower back pain". The investigator noted the event as moderate in intensity. The physician prescribed an MRI which showed negative results and followed up with anti-inflammatories (celebrex and vioxx) and cortisone injections as treatment for the condition. It is unknown if the condition resolved as the patient was reported lost to follow-up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as possible causes for the event.